Event description:
It is reported that upon opening, the guide wire was not enclosed in sterile packaging.

Manufacturer narrative:
Eval summary: it is suspected that product was opened somewhat in distribution environment and removed from sterile pouch, product was then placed back into carton and sealed and placed back into distribution environment. The product was most likely previously opened and resealed into carton outside of zimmer controlled distribution environment. A cause cannot be definitively determined. Device history records indicate all components were mfg and inspected to spec. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.